Event description:
It was reported that the patient presented in the operation room for a device implant procedure. During the procedure, when the patient's coronary sinus was being cannulated using the subselector with a left ventricular lead, but the lead did not advance into the narrow and small branch. Contrast dye was injected and was noted to be visible in the patient's pericardial sac. The patient's blood pressure began to drop. The subselector was suspected to have punctured through the coronary sinus and entered into the pericardial sac. Pericardiocentesis was performed and the lead was not used. The patient was stable post procedure.

Manufacturer narrative:
The damage found was sustained during procedure. The device was otherwise normal.